Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer?s report was attributed to the lcd display. The lcd display module was replaced to resolve the report. The device was recertified and returned to the customer. It's noteworthy to mention that the front enclosure plastic was cracked and the handle was damaged. Analysis of reports of this type has not identified an increase in trend.